Manufacturer narrative:
The technician found the brake caster is worn and will not lock. The technician replaced the brake caster to resolve the issue.

Event description:
The account alleged the brake caster would not lock. No injury reported.